Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the pump booted with sound and vibrate with no evidence of the blanked display screen. An initiate leak test is failed. Battery compartment has a cracked near the pump case seal. Battery cap was not returned with the pump. Moisture corrosion is visible in battery compartment. Removed pump cover to inspect for the moisture, no moisture corrosion is visible in the pump main compartment. Pump was powered up by using a test battery cap during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.